Manufacturer narrative:
Corrected data: h6- patient code 3191 should be in the initial MDR. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3: the lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -7.50/4.5/083 (sphere/cylinder/axis) , implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. Glares/haloes were observed. On (B)(6) 2020 the lens was removed. Cause of the event is reported as unknown. Reportedly, "patient is happy after explant (removal)."